Event description:
Customer and healthcare provider alleged "partial occlusions" had occurred. Reportedly, the type of infusion set used was changed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300 mg/dl); cause was not known. Pump supplies were changed. Pump system check was performed and no device issues were identified. Elevated bg continued (value not known). Customer alleged the pump was the cause and reverted to using manual injections for insulin therapy.